Event description:
Patient revised because liner spun out of cup.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other related incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for the corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.